Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The initial lot number was sbmbqz, however product from lot rmmmec was also reported to be returned. Was there any alleged quality issue related to lot rmmmec? Please clarify if the suture breakage during the facial trauma surgery occurred from lot sbmbqz or rmmmec. Additional information: d4, h4 the actual device batch number associated with this event is not known. The following are the possible batch numbers: sbmbqz and rmmmec. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name irgacare® active ingredient(s) triclosan dosage form suture/solid/parenteral strength = 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a facial trauma procedure on (B)(6) 2023, and suture was used. The suture was broken when the surgeon attempted to sew the skin. Changed another one to complete. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/21/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was requested, but unavailable: is the customer requesting replacement for the returned lot rmmmec? Contacted with the sales rep today via phone and the information requested is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/24/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: the initial lot number was sbmbqz, however product from lot rmmmec was also reported to be returned. Was there any alleged quality issue related to lot rmmmec? Unk, product from lot rmmmec was returned due to the customer also refused to use it. Please clarify if the suture breakage during the facial trauma surgery occurred from lot sbmbqz or rmmmec. No, the suture breakage during the facial trauma surgery occurred remains lot sbmbqz. The following additional information was requested: is the customer requesting replacement for the returned lot rmmmec? H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it received 11 unopened samples pertaining to the product code vcp433h. As per the sampling plan, a visual inspection was performed on the returned samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, a functional test was performed using an instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.